Event description:
The technician reported the right foot side rail would not lock in the up position. The bed is locate din room 307 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found wound dressing and debris laying between the right foot side rail and bedframe obstructing the side rail from raising completely to the latch position, user error. The technician removed the debris between the right foot side rail and the side of the bedframe to resolve the issue. Based on this information, no further action is required.